Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported return of symptoms as they were not being able to empty bladder. Patient had changed programs and can't remember what she was on. Patient stated that amplitude was 0.9v. Patient had confirmed that ins was on. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.